Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. We will continue to closely monitor the field performance of this product to identify emerging trends and if applicable, additional investigations will be initiated and corrective action taken. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The event occurred in (B)(6). The consumer stated by email that during removal a tampon came apart and pieces remained inside. After three follow up attempts ((B)(6) 2018), consumer stated that she no longer wished to be contacted. We will submit a follow-up report if we become aware of any new/additional updates to consumers health or medical information.